Event description:
It was reported that, during an open aaa bypass procedure involving two vascular prothesis, one for bypass and one for auxilliary cannulation, bleeding occured at the anastomosis between the two products. The physician indicated that 2 liters of blood product were lost due to this leak, requiring additional blood product to complete the procedure.

Manufacturer narrative:
This report relates to one of the two products involved in the event. The report #1640201-2014-00004 relates to the other involved product. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of twelve products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.